Event description:
The event is reported as: the customer alleges that the packaging states the product is a preformed cuffed tracheal tube. However, the actual product is not cuffed.

Manufacturer narrative:
The device sample was received by the manufacturer, but the investigation is incomplete at the time of this report. A document assessment (fmea) was conducted and no changes were required.